Event description:
It was reported, ¿on site for cortrak training. Performed audit of machines to see what tubes had been placed over the weekend when avanos clinician was not available for bedside coaching. Found a tracing that was concerning for late start and receiver mispositioned. Discussed with clinician on site who subsequently pulled the corresponding abdominal film showing the tube tip in the patients r lung. Tube mispositioned in the r pulmonary space per radiologist read. F/u chest CT negative for pneumothorax. The patient was still inpatient and currently does not have enteral feeding access. The clinician who placed the tube was not trained during this period, but per avanos clinical education specialist report, was trained during a pilot initiative between august and (B)(6) 2023. To my knowledge, the hospital is not reporting this as an equipment or tube malfunction.¿ per additional information received on (B)(6) 2024, ¿less than 24 h from when tube was placed to follow up chest CT identifying no feeding tube in place and no evidence of pneumothorax.¿

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record and UDI is in-progress. All information reasonably known as of (B)(6) 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.